Event description:
The surgeon implanted the micl13.2 implantable collamer lens on (B)(6) 2011 and after this procedure, there was 100% vault. During the patient's office visit in (B)(6) 2011, a slight cataract was noted. The cataract continued to progress over time, which resulted in cataract surgery on (B)(6) 2012 on the right eye. The cause of the event was unknown.

Manufacturer narrative:
Evaluation method: medical review. Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).

Manufacturer narrative:
(B)(4). Lens work order search. Results : a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).